Event description:
The pt's mother reported that the pt experienced elevated blood glucose (428mg/dl) along with ketones.

Manufacturer narrative:
The pt's mother reviewed the pump history and confirmed that the pump was functioning properly. The pt's mother noted that the pt did not bolus following dinner the previous night. The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the history was overwritten for the complaint date of (B)(6) 2010 and was no longer available for investigation. A review of the pump history revealed data from (B)(6) 2012. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no alarms or pump conditions indicating a malfunction recorded in black box or pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.